Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02373. It was reported the patient was without stimulation coverage. The patient stated he turned the stimulator off and attempted to turn it back on, but to no avail. X-rays revealed the patient's lead was fractured. Subsequently, the patient underwent surgical intervention where the patient's entire scs system was explanted and replaced. The patient reported effective stimulation coverage post operative.